Event description:
A pt reported experiencing inaccurate low results with a surestep enhanced meter. The pt's blood glucose results were 151mg/dl (meter), 295mg/dl (lab). Tests were done 21-30 mins apart with a difference of 49%. Pt did not experience any adverse events. No further info has been reported.